Event description:
According to the reporter, at the start of hemodialysis session, there was low flow, arterial and venous pathways did not function properly and there was venous thrombosis. The line was difficult to wash with the syringe. The reported catheter was one of lot numbers that were being recalled (under fa1244). The place of insertion was at the vfd (right femoral vein). Last kt/v (date) (k- dialyzer clearance of urea, t- dialysis time, v- volume of distribution of urea) was 1.01 on (B)(6) 2022. Blood pump flow was 150 ml/min. Effective flow was 100 ml/min. Nothing unusual observed on the device prior to use. No other products being utilized with the device. No other defects/damage found in the product. Tego was not utilized. The catheter was not repaired, no luer adapter issue and there was no leak. Quantity of short stay catheters that the patient had used was 6, 2 at the vjid (right internal jugular vein), 2 at the vjie (left internal jugular vein) and 2 at the vfe (left femoral vein). Quantity of long stay catheters that the patient had used was 2, 1 at the vfd (right femoral vein), and 1 at the vfd (right femoral vein). The catheter was changed on 7/9 and the place of insertion was at the vfe (left femoral vein). The event did not lead to or extend patient hospitalization. Clinical complication was deep vein thrombosis in the right lower limb on (B)(6) 2022. Venous thrombosis required the use of alteplase thrombolytic once as intervention. Anticoagulation was used specifically for the patient. There was unspecified amount of blood loss and blood transfusion was not required. The patient died. It is not known if the device was still implanted or in use when the patient passed away.

Manufacturer narrative:
Concomitant medical products: 8888145016 28/45cm, palindrome kit wslot (lot#1915800095). If information is provided in the future, a supplemental report will be issued.